Event description:
It was reported that the patient underwent a surgical procedure to remove and replace an artificial urinary sphincter (aus) due to infection. All components were removed and a new aus implanted. No additional complications were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.